Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient programmer wouldn't power up. The patient replaced the batteries and was able to turn on the patient programmer. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.